Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was in the setting mode. The following complaint was classified based on information obtained from the customer service representative (csr). The patient does not recall when the alleged meter issue first began. The patient reportedly does not manage her diabetes with oral medication or insulin. In response to the alleged meter issue, the patient reportedly continued with her usual diabetes management routine. According to the csr's documentation, as a result of the alleged meter issue, the patient reportedly developed symptoms of "weakness and shakiness" at an unknown time later; however, the patient denied receiving any form of medical treatment after the alleged meter issue occurred. At the time of troubleshooting, the csr noted that the patient was using expired test strips. The alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.